Event description:
In 2008, the pt reported that he inserted a new insulin cartridge into the infusion device and began priming the infusion set. After the 25 unit prime was completed, no insulin dripped from the infusion tubing. He then programmed another prime and then noticed insulin in the cartridge compartment of the infusion device. He stopped the prime and removed the insulin cartridge. He stated that "about 5 drops" of insulin poured out of the cartridge compartment and he dried the infusion device with a cotton swab. He inserted a new insulin cartridge and changed the adapter and infusion tubing. The pt stated that he did not attach the infusion tubing and adapter to the insulin cartridge prior to inserting it into the infusion device. He was educated on the proper technique. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.